Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert indicating an issue. There was no adverse impact to the customer's blood glucose level reported. Despite attempts to resolve the issue using different wall adapters and charging cables, the pump remained unstable, prompting the decision to replace the pump. The customer expressed interest in obtaining an out-of-warranty loaner pump, and the case was escalated for further assistance.